Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had noise on the electrogram that was unable to be reproduced. A boston scientific technical services (ts) consultant reviewed the electrogram and it was concluded that this most likely myopotential oversensing. There was also right ventricular (rv) defibrillation lead pacing inhibition noted. The crt-d was programmed at most sensitivity and was changed to nominal. The patient was to be closely monitored. Additional information indicates this product was explanted approximately four years later for normal battery depletion (nbd) and returned.